Manufacturer narrative:
Due to character limitation, below field are added from e1 - event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, cs300 intra-aortic balloon pump (iabp) had main board bad. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : e1 ( initial reporter ) , h6 ( medical device ¿ problem code ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the main board (0670-00-0788) and the both datasettes (0670-00-1186) and (0670-00-1187). The fse then performed the annual maintenance unit passed all testing as well as all functional/safety tests and was returned to normal use.

Event description:
N/a.